Event description:
It is reported that a customer experienced low blood glucose levels of in the low 40's mg/dl. The customer declined trouble shooting and refused assistance from the help line. The customer stated they will change their infusion and reservoir sets. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.